Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 400-500 mg/dl and a correction bolus was delivered to address the high bg. The customer suspected the infusion set site to be the cause of the high bg; however, the customer declined tandem technical support's offer to troubleshoot to confirm the site was the cause. The customer reported that the site was to be changed.